Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot#: 3130644 d4. Medical device expiration date: 13-feb-2024 h4. Device manufacture date: 10-may-2023 there were multiple 510k numbers reported to be involved. The information is as follows: g.5. PMA / 510(k)#: k222591 h.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ plus aerobic/f culture vials (plastic), there was a molecular false positive of c. Tropicalis. No patient impact reported. The following information was provided by the initial reporter: "customer reports issues with bottles having non viable candida tropicalis showing up on blood culture ID panel on biofire lot numbers: 3110065, 3130644".

Event description:
It was reported that while using bd bactec¿ plus aerobic/f culture vials (plastic), there was a molecular false positive of c. Tropicalis. No patient impact reported. The following information was provided by the initial reporter: "customer reports issues with bottles having non viable candida tropicalis showing up on blood culture ID panel on biofire. Lot numbers: 3110065, 3130644".

Manufacturer narrative:
H.6. Investigation summary: customer reported a molecular false positive result. Neither photos nor returned good samples were received. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history records review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted, and batches have been previously investigated for the reported defect. Complaint is unconfirmed based on retention samples and batch history record review results. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process.